Event description:
This case was reported by a physician, via a sales representative, and described the occurrence of hyposalivation in a male patient of an unspecified age, who received double salt denture cleanser (polident) for an unknown drug indication. On an unknown date, the patient started double salt denture cleanser at an unknown regimen. At an unknown time after starting double salt denture cleanser, the patient experienced hyposalivation. At the time of reporting, the outcome of the event was unknown. This report is made by gsk without prejudice and does not imply any admission of the incident or its consequences. Follow-up information received on (B)(6) 2013: the patient had been using polident adhesive cream for a while. In (B)(6) 2013, the patient first started having disorders (no saliva was reported). On an unspecified date, the patient mentioned the use of denture paste to his physician. The physician wondered if there could be a possible link with modifications of saliva. On (B)(6) 2013, the physician reported that he had since then identified very recently (beginning of (B)(6) 2013) the origin of the disorders. As the patient had presented with inflammation of salivary glands - swollen parotidic and submaxillary glands, the patient underwent a biopsy of salivary glands. In view of the results of salivary glands biopsy, the patient was diagnosed with gougerot syndrome. Medical care was planned. The physician considered polident was unlikely related to gougerot system.

Manufacturer narrative:
This case was assessed as serious by gsk. Polident denture adhesive cream is manufactured in (B)(4), and marketed as super poligrip in the united states. Neither the lot number nor the product was available. (B)(4).